Event description:
The patient experienced a change in stimulation location to the lower buttock area about two weeks prior. She was still receiving therapeutic benefit. Some bipolar impedance values were greater than 4000 ohms. Further information is being requested from the hcp.